Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
On (B)(6) 2013, the customer inl reported a flogard pump with code (B)(4) and serial number (B)(4), software version 1.14 reported that the equipment cannot turn on no patient involvement, injury or medical intervention was reported when this event was received. Additional information is not expected. Sample was evaluated on site by the field service technician. Service date: (B)(4) 2013.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that "cannot turn on" was confirmed by quality engineering on customer site as (B)(4). Service determined that the cause was due to defective main batteries. The main batteries were replaced and the configuration settings were reset onsite at the facility by a baxter field service technician to resolve the issue.